Event description:
Patient contacted dexcom clinical diabetes educator on (B)(6) 2013 to report that the receiver gave an out of range signal on (B)(6) 2013. Patient did not report any injuries or medical intervention at the time of contact with dexcom clinical diabetes educator.